Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the contralateral femoral artery. Lesions being treated were in the left superficial femoral artery, popliteal, and below the knee. The 100% stenosed lesion was located in a severely calcified and moderately tortuous artery. The sterling es otw 1.5mm x 20mm x 142cm crossed the lesion with no significant resistance and inflation was performed. Upon the first inflation, the balloon ruptured at an unknown atm. The procedure was completed with a different device. There were no patient complications reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).